Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges kidney disease/toxicity and reduced cardiopulmonary reserve. This record was reviewed by the pms clinical expert due to the patient's attorney reporting allegations of kidney disease/toxicity and reduced cardiopulmonary reserve. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.